Manufacturer narrative:
The problem was observed during periodic maintenance, which is outside of clinical use and therefore, not reportable. The field service engineer (fse) evaluated the incident and confirmed that the navigation ring was unresponsive. The front bezel was replaced. Parts were received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
It was reported the nav ring does not work however the customer confirmed the touchscreen was functional. There was no patient involvement.